Event description:
It was reported that the patient had the tactra penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.